Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a generator upgrade, the patient's left ventricular (lv) lead was extracted. During removal, there was a coronary sinus perforation leading to a blood pressure drop and percardiocentesis was performed. The patient underwent emergent open chest surgery and bypass. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.